Event description:
Same case as MDR ID: 2134265-2014-07487. It was reported that wire separation occurred. A 1.25mm peripheral rotalink® plus and a peripheral rotawire¿ and wireclip® torquer were selected. Upon testing of the devices outside the patient's body, it was noted that the wire snapped or broke apart. The wire was pulled out and was replaced with another of the same device and completed the procedure. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).